Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post paced t-wave oversensing was observed. The device was reprogrammed and the issue was resolved. The patient is doing well.